Event description:
It was reported that at the moment of lifting the anterior cruciate ligament graft with the ultrabutton device, it was broken, so, it was not possible to finish raising the graft inside the femoral tunnel. No patient injuries were reported. A minimal delay was reported and a backup was available.

Manufacturer narrative:
The reported ultrabutton adjustable fixation device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customer's complaint cannot be confirmed. From the information provided, "ultrabutton broke." An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) incorrect tunnel preparation. (2) excessive force. Incorrect tunnel preparation or excessive force can result in damage to the device and device failure. The IFU states: (1) use of the ultrabutton adjustable fixation device requires an appropriate level of surgical experience. (2) completion of a skills laboratory, training by the manufacturer or one of its appointed representatives, and/or observation of/assistance with similar surgical procedures is recommended. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.